Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with another of same device. No patient complications nor injuries were reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the shaft. Microscopic examination revealed a pinhole 5mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with another of same device. No patient complications nor injuries were reported and the patient condition was good.